Event description:
A medtronic representative reported that during a spinal fusion procedure a navigated driver instrument tip was twisted. The surgeon opted to use the instrument and navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the tip of the screwdriver was twisted. Also, there were many impact marks at the back end of the instrument. The reported event was confirmed. The most likely cause of the report was over-torquing the device during use.